Event description:
Per the physician's report, this patient stopped hearing on 11/30/2006. There was no report of a related impact or incident. The external equipment was exchanged but this did not help the problem. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is planned for the second half of 2007.

Manufacturer narrative:
This type of event is addressed in the device labeling.